Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Manufacturer narrative:
(B)(4).

Event description:
Addiitonal information received indicated that according to the physician, the root cause of the thrombus was indeterminable; however, the lesion was a long lesion and antiplatelet agent effectiveness might be weak, relating to the event.

Event description:
Same case as MFR report #: 2134265-2010-00977.(b) (46)it was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed stent thrombosis.the index procedure treated the 2.5x72mm, 100% restenotic mid rca (right coronary artery) lesion. Treatment consisted of predilation, placement of a 2.5x32mm and 2.75x32mm overlapping taxus liberte stents, and post dilation resulting in 0% residual stenosis. Post procedure ivus (intravascular ultrasound) showed the stents to be well expanded. Additionally, another manufacturer's 3.5x8mm drug eluting stent was also placed in the mid rca during this procedure. Heparin was used leading up to the index procedure and during the index procedure.four days post procedure the patient developed a stent thrombosis and ischemic symptoms noted by a change on electrocardiogram. The 3.0x20mm, 100% thrombosis of the mid rca was treated with balloon angioplasty resulting in 25% residual stenosis. Heparin was administered during this reintervention. Prior to this event the patient was taking aspirin at 100mg/day which was changed to 200mg/day following this event. The patient was also taking clopidogrel for more than two months prior to the procedure and continued post reintervention. The patient also continued on warfarin and cilostazol post procedure. The patient was discharged 18 days post index procedure without anginal symptoms. At the study one month follow up the patient had no anginal symptoms.

Event description:
Additional information received indicated that at the time of the stent thrombosis, the patient presented with angina.

Manufacturer narrative:
(B)(4).